Manufacturer narrative:
The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found. Although no specific problem was found on this device, the issue relating to the blockage/full alarms not functioning on some occasions on the renasys go devices is currently being investigated further by the smith and nephew engineering teams for determining the root cause and any potential actions that may arise. No further actions are required at this time.

Event description:
It was reported the device was defective. The fault was found during warehouse testing in which the pump failed to alarm.